Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the burr got stuck with the rota wire. The 90% stenosed target lesion was located in the severely calcified mid left anterior descending artery (lad). A 1.50mm rotapro and a 5 pack ng rotawire extra support were selected for percutaneous coronary intervention (pci). During insertion, it was noted that the burr got stuck with the rota wire. The set rotation speed was at 190,000 rpm but the maximum speed was only at 180,000 rpm. The stuck could not be released, so the rota burr was removed outside the patient together with the rota wire as one unit. The procedure was completed with another of the same device. There was no patient injury.